Manufacturer narrative:
A visual examination of the returned device revealed residue present on the one step button pull delivery system, indicating use/handling. The button had been deployed and was not returned. The button sheath, red strip and black suture were noted to be intact on the delivery system. The c-flex tubing and tapered connector were found separated and approximately 11mm of the tubing remained on the distal end of the broken tapered connector. Approximately 18 mm of the connector remained in the proximal end of the broken/cut tubing. The c-flex tubing had been stretched to a point where it was permanently deformed and narrowed. The distal section of the delivery system presented longitudinal cuts. The ends of the delivery system were examined under magnification and the surface of the c-flex tubing appeared to have striations from possible cutting. The broken connector at the center appeared to have failed while undergoing tensile force. The surfaces were also perpendicular to the tubing and very straight. The distal portion of the c-flex tubing presented impressions from a hemostat. It was noted that the condition of the returned unit was consistent with the complaint incident that the button tube became separated. Based on all gathered information, the most probable root cause is "operational context". A device history record (DHR) review of lot number 17300440 was performed and revealed no issues related to the reported complaint.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the plastic part of the one step button tube became separated near the stomach wall when the button was pulled outward. To prevent the stomach side of the tube from falling into the patient body, the button was removed from the patient using forceps. The procedure was completed with this one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) component code 525 for the reported event of one step button detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the plastic part of the one step button tube became separated near the stomach wall when the button was pulled outward. To prevent the stomach side of the tube from falling into the patient body, the button was removed from the patient using forceps. The procedure was completed with this one step button initial placement gastrostomy kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.